Event description:
A healthcare professional reported that the system did not phaco during a cataract surgery. They changed the handpiece 4 times and the footswitch, but the problem persisted. The procedure was not complete successfully. Per customer there was no pt harm. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).